Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the dislodged device"), uterine perforation ("migration of essure device location of device: uterus wall,malposition of essure device (location of device: embedded in uterus wall)/perforation(uterus)") and device expulsion ("expulsion of essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lumboischialgia, vertebral foraminal stenosis, monoplegia of lower limb, intervertebral disc desiccation, intervertebral disc protrusion, spondylosis, degeneration of lumbar or lumbosacral intervertebral disc, attention deficit/hyperactivity disorder, depression, anxiety and intervertebral disc protrusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("lower back pain"), nausea ("nausea, nausea from dislodged device"), hot flush ("hormonal changes (describe: hot flashes)"), mood swings ("hormonal changes (describe: hot flashes,mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("hypersensitivity reaction type: rash,rashes or slin conditions"), lymphadenopathy ("hypersensitivity reaction (type: rash, swollen nodes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and uterine injury ("please describe: tear in uterine wall.") And was found to have fallopian tube neoplasm ("painful polyps in her left fallopian tube"). The patient was treated with surgery (hysterectomy(partial),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, device expulsion, fallopian tube neoplasm, fatigue, back pain, nausea, hot flush, mood swings, menorrhagia, vaginal haemorrhage, rash, lymphadenopathy, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, abdominal pain lower and uterine injury outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, female sexual dysfunction, headache, hot flush, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, rash, uterine injury, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for pain and nausea from the dislodged device, fatigue, abdominal pain, lower back pain, and nausea, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received : following events were added : hormonal changes (describe: hot flashes, mood swings,abnormal bleeding (vaginal, menorrhagia),hypersensitivity reaction (type: rash, swollen nodes,apareunia (inability to have sexual intercourse ,migraines,headaches,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse,expulsion of essure device,perforation (uterus) ,lower abdomen pain.reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ("the dislodged device"), uterine perforation migration of essure, device location of device: uterus wall,malposition of essure device (location of device: embedded in uterus wall /perforation ("uterus")). And device expulsion ("expulsion of essure device"). In a 36-year-old female patient who had essure (batch no. A34128), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: metrorrhagia. Concurrent conditions included: lumboischialgia, vertebral foraminal stenosis, monoplegia of lower limb, intervertebral disc desiccation, prolapsed lumbar disc, cervical spondylosis, degeneration of lumbar or lumbosacral intervertebral disc, attention deficit/hyperactivity disorder, depression, anxiety, prolapsed lumbar disc, swelling abdomen, bleeding intermenstrual and per vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2012, the patient experienced, device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea, nausea from dislodged device"), hot flush (hormonal changes ("describe: hot flashes")), mood swings (hormonal changes ("describe: hot flashes,mood swings")), menorrhagia (abnormal bleeding ("vaginal, menorrhagia")), vaginal haemorrhage (abnormal bleeding ("vaginal, menorrhagia")), dermatitis allergic ("hypersensitivity reaction, type: rash,rashes or slin conditions"), lymphadenopathy ("hypersensitivity reaction, (type: rash, swollen nodes"), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), migraine ("migraines"), headache ("headaches"), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ('painful sexual intercourse")) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. Uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"). And uterine injury ("please describe: tear in uterine wall"). And was found to have fallopian tube neoplasm ("painful polyps in her left fallopian tube"). The patient was treated with surgery (hysterectomy(partial), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, device expulsion, fallopian tube neoplasm, fatigue, back pain, nausea, hot flush, mood swings, menorrhagia, vaginal haemorrhage, dermatitis allergic, lymphadenopathy, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and uterine injury outcome was unknown. The reporter considered abdominal pain lower, back pain, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, female sexual dysfunction, headache, hot flush, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, uterine injury, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for pain and nausea from the dislodged device. Fatigue, abdominal pain, lower back pain, and nausea, among other symptoms. Discrepancy noted, on date of removal (B)(6) 2014 and 2014, device placed in right, 4 coils on left polyp in front of oster (benign looking), but left device placed by it 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: confirmed, full occlusion and proper placement. On (B)(6) 2013, total bilateral occlusion. On (B)(6) 2013, adequate blockage of essure devices bilaterally. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet and medical records received. Lot number added. Onset date of event: vaginal haemorrhage, menorrhagia, lymphadenopathy, dermatitis allergic, female sexual dysfunction, dysmenorrhoea, device expulsion, fatigue, mood swings, hot flush, headache, migraine, nausea, dyspareunia, abdominal pain lower were added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the dislodged device'), uterine perforation ('migration of essure device location of device: uterus wall,malposition of essure device (location of device: embedded in uterus wall)/perforation(uterus)') and device expulsion ('expulsion of essure device') in a 36-year-old female patient who had essure (batch no. A34128) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. Concurrent conditions included lumboischialgia, vertebral foraminal stenosis, monoplegia of lower limb, intervertebral disc desiccation, prolapsed lumbar disc, cervical spondylosis, degeneration of lumbar or lumbosacral intervertebral disc, attention deficit/hyperactivity disorder, depression, anxiety, prolapsed lumbar disc, swelling abdomen, bleeding intermenstrual and per vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea, nausea from dislodged device"), hot flush ("hormonal changes (describe: hot flashes)"), mood swings ("hormonal changes (describe: hot flashes,mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("hypersensitivity reaction type: rash,rashes or slin conditions"), lymphadenopathy ("hypersensitivity reaction (type: rash, swollen nodes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and uterine injury ("please describe: tear in uterine wall.") And was found to have fallopian tube neoplasm ("painful polyps in her left fallopian tube"). The patient was treated with surgery (hysterectomy(partial),salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, device expulsion, fallopian tube neoplasm, fatigue, back pain, nausea, hot flush, mood swings, menorrhagia, vaginal haemorrhage, dermatitis allergic, lymphadenopathy, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and uterine injury outcome was unknown. The reporter considered abdominal pain lower, back pain, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, female sexual dysfunction, headache, hot flush, lymphadenopathy, menorrhagia, migraine, mood swings, nausea, uterine injury, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for pain and nausea from the dislodged device, fatigue, abdominal pain, lower back pain, and nausea, among other symptoms. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Device placed in right, 4 coils on left polyp in front of oster (benign looking) but left device placed by it 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: adequate blockage of essure devices bilaterally. Lot number: a34128 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the dislodged device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, fallopian tube neoplasm ("painful polyps in her left fallopian tube"), fatigue ("fatigue"), back pain ("lower back pain") and nausea ("nausea, nausea from dislodged device"). The patient was treated with surgery (required to undergo a partial hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube neoplasm, fatigue, back pain and nausea outcome was unknown. The reporter considered back pain, device dislocation, fallopian tube neoplasm, fatigue and nausea to be related to essure. The reporter commented: over the next several months, she sought treatment on multiple occasions for pain and nausea from the dislodged device, fatigue, abdominal pain, lower back pain, and nausea, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.